Event description:
Per the edward lifesciences clinical specialist report, during a transapical tavr procedure, the post valve deployment aortogram showed an aortic root dissection. The tte performed on this patient during screening revealed an aortic valve diameter of 20.1mm with severe valve/leaflet calcification. The 23mm sapien valve was positioned across the aortic annulus. Ventilation was held and valve was deployed and held for 3 seconds under rvp. Post deployment, the patient's pressure did not fully recover. An angiogram showed the nature of the hypotension to be an aortic root dissection. The rupture of the aorta was thought to be related to the extremely calcified native aortic valve. Additional information obtained through investigation: the sapien valve remains implanted in the patient after the surgical repair of the rupture. The patient was recovering very well, has been transferred from the ICU to a step down unit waiting for discharge.

Manufacturer narrative:
The device was not returned to edwards lifesciences, as it remains implanted in the patient. However, the event was not considered to be related to a dysfunction of the sapien valve. Per the sapien valve instructions for use (IFU), cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is among the potential adverse events associated with the overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, and balloon valvuloplasty. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, the root cause of the reported aortic rupture cannot be confirmed, as the images of the procedure were not available for internal review. However, it appears to be related to patient factors; as per report, the event was thought to be caused by the severe calcification of the native aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.